Event description:
It was reported the hcp had been unable to reach the pt. It turned out the pt had expired last week. No further info on cause of death or exact date of death were available at the time of this report.